Event description:
The article, "rescue balloon aortic valvuloplasty in a patient with cardiogenic shock followed by transcatheter aortic valve implantation", was reviewed. The article presented a case study of a 71-year-old male patient with a history of arterial hypertension, chronic obstructive pulmonary disease, and paroxysmal atrial fibrillation. It was reported that on an unknown date, a 25mm navitor valve was chosen for implant. Transthoracic echocardiography confirmed the patient's native aortic valve gradient was 58 mmhg. It was reported the patient received a pre-dilation with balloon aortic valvuloplasty (pre-bav) with a 22mm non-abbott balloon. Post-procedural echocardiography showed 9/5 mmhg gradient and mild perivalvular leak. The patient was reported discharged home after 16 days of in-hospital treatment. It was reported during a 30-day follow-up, there was no signs of physical and mental decline. [The primary and corresponding author was pawel kleczynski, department of interventional cardiology, institute of cardiology, jagiellonian university medical college, john paul ii hospital, pradnicka 80, 31¿202 kraków, poland, with corresponding email: kleczu@interia.pl].

Manufacturer narrative:
As reported in a research article, post-implant of a 25mm navitor valve, a mild perivalvular leak was observed. 30-day follow-up showed no clinical signs of physical or mental decline. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the lot number was not provided. Literature attachment: rescue balloon aortic valvuloplasty in a patient with cardiogenic shock followed by transcatheter aortic valve implantation.